Event description:
On (B)(6) 2015, a trifecta valve was used in a redo avr to replace an epic valve that had been implanted in 2005. At the time of the initial valve implant and CABG was performed. In 2019, the patient presented with progressive dyspnea and evidence of early cardiac decompensation. Cardiac evaluation was performed and the evaluation confirmed all three cusps were calcified and degenerating. On (B)(6) 2019, the device was explanted. The patient was discharged and recovering.

Event description:
On (B)(6) 2015, a trifecta valve was used in a redo avr to replace an epic valve that had been implanted in 2005. At the time of the initial valve implant and CABG was performed. In 2019, the patient presented with progressive dyspnea and evidence of early cardiac decompensation. Cardiac evaluation was performed and the evaluation confirmed all three cusps were calcified accompanied by severe aortic valve stenosis. On (B)(6) 2019, the device was explanted and observed to be calcified on all three leaflets. The device was replaced with a 21mm perimount magna ease valve. The patient remained stable throughout the procedure, was discharged and recovering.

Manufacturer narrative:
The reported calcification was confirmed. All three leaflets contained calcifications. All 3 leaflets were torn, some tears were directly adjacent to calcifications. Leaflet 3 was fibrotically thickened. Fibrous pannus ingrowth was present on the inflow and outflow surface of leaflet 2. A portion of leaflet 3 was previously resected to remove leaflet tissue. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The root cause of the calcification, resulting tears and pannus could not be conclusively determined; however, calcification is a known event associated with tissue hear valves.